Manufacturer narrative:
D.4. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using totalys slideprep ce, possible cross-contamination from a previous sample was seen in the sample/instrument. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: the complaint alleges possible contamination (catalog number 491346, serial number (B)(6). Multiple follow up calls were made and no response from customer. If customer responds, new case will be opened to resolve this issue. Based on service investigation, the complaint is unconfirmed, and the root cause could not be determined with the information provided. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review revealed no complaint for similar root cause attributes. Physical samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported after using totalys slideprep ce, possible cross-contamination from a previous sample was seen in the sample/instrument. No adverse impact was reported regarding the patient or user.